Manufacturer narrative:
Lot number, expiration date and manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that when the customer performed a priming of the product using physiological saline solution during the pre-use check, no anomaly was found. However, immediately after he applied pressure to it to start using it, the tube got detached from the gas vent filter, causing leakage of transfusion blood (blood packed in a transfusion bag) to occur. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device and two photos were received for investigation. Visual and functional testing confirmed the complaint of disconnection, when a lack of solvent was observed in the tube and filter entrance. A device history review (DHR) could not be completed as no lot number was provided. An awareness notification has been issued by the quality engineer to notify the production personnel about the importance of adhering to the procedures.